Manufacturer narrative:
A failed suture needle was submitted for evaluation. The component was identified. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the needle piece fall in the patient? Yes. Were x-rays taken? Results- location and size of needle piece no. Was the needle piece removed from the patient? Yes. Was needle piece removed during same procedure? Yes. Was additional tissue dissection or damage due to searching/removal of the needle piece form the patient? No. How was case completed? Yes. Any other adverse patient consequences? If yes explain with information on what. Medical/surgical treatment was provided? No. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, suture was used. During the procedure, the needle broke in two pieces. One piece was still attached to the thread and the other piece was removed by the surgeon. There were no patient consequences reported.